Event description:
It was reported when the device was used during a colon procedure, it failed to fire any staples. Visualization was difficult due to the location of the staple line. However, when inserting another instrument to complete the anastomosis, it pass through the staple line area. Consequently, the pt received a temporay colostomy. There were no other pt consequences. The pt is recovering well.